Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had too much air/water channel pressure in the washer. Upon inspection and testing of the returned device, it was discovered there was foreign matter clogging the nozzle hose causing an insufficient flow. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of a clogged nozzle found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device the user's request was confirmed. It was discovered, the air/water problem was highlighted due to an insufficient flow due to the clogging of the nozzle hose. In addition, it was noted, the scope connector electrical contact was slightly damaged. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): " inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿ olympus will continue to monitor field performance for this device.